Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in shock impedance measurements a couple of times up to a maximum of 133 ohms and returned to baseline around 80-90 ohms. Technical services (ts) was consulted and noted the fluctuations in the daily measurements point more towards physiological variations (change in body fluid or a completely filled lung). The 28-day shock impedance average is approximately 80-85 ohms. As such, there are no additional recommendations other than continued monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.